Event description:
Pt reported, the infusion device does not properly display alert and error messages. She reported the infusion device will only beep and not show the alert or error on the display. She also reported the infusion device provides e4 occlusion errors "in the last time" and cartridge change errors when there are 150 i.u. Of insulin remaining in the cartridge. She changed the battery, but this did not resolve the issue. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.